Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the bottom and left plunger case were cracked. Review of the event history log showed an occurrence of "base tack debilitated." Functional testing was not able to duplicate the reported issue.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-12052. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited ?base task debilitated- please replace interconnect board". No patient injury reported.